Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own.